Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized. Customer stated that the blood glucose value at the time of admission was 30 mg/dl. The customer was not in a vehicular accident. Customer started that the low blood glucose was caused by being hot outside. Nothing further reported.